Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her device lasted about 9 months to about a year in the end it was shocking her all the way down her legs to her toes on the left side. She was at 1.0 or whatever felt a little of course she had to turn it down. It was noted the device was replaced. The patient stated it did help with symptoms. The patient noted it did help with pain if they didn¿t go as often. The patient further stated her device had never really worked, it had been out of place or hitting in the wrong place. The patient further stated just with it being off there was a big difference and she did not really notice it until they would turn the device off. The patient stated they said give it a week or two, let your body see what happen and then she realized how many the device helped. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.